Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As received, the specimen consisted of one each safari2 275cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The complaint of damage was confirmed. The returned specimen presented several bends scattered over the length of the device and offset coil wraps scattered over the proximal 40 centimeters with scraped ptfe over the proximal 35 centimeters. The offset coil damage resulted in localized oversized diameters to .03640". The location of the coating damage was in the proximal region of the device, which does not normally come in contact with the patient. Except for the damage noted, the specimen device appeared visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported.

Event description:
As reported: after the first valve of the procedure kinked the device was withdrawn and a new valve was advanced onto the wire. Extraordinary resistance was remarked and the device couldn't be put onto the wire. The location of the blockage was clearly more proximal than the location where the initial valve kinked on the wire. Finally the wire was exchanged and the second valve was successfully implanted. Additional information received 02/15/2017: there were 2 different narratives reported for this case. Here is the 2nd description: patient with tortuous aortic anatomy, alignment as per IFU was fairly difficult and eventually the valve kinked in the upper descending aorta despite application of the recommended measures (wire tension, lao angulation, catheter alignment under movement). Another valve was prepared and was successfully implanted after exchanging the safari wire that apparently got damaged in an odd place by the faulty valve.